Event description:
A customer reported that their pump's battery was draining faster than before and that the pump experienced frequent connection issues with the app. There was no adverse impact to the customer¿s blood glucose level. The customer, who is currently out of warranty, declined follow-up from technical support, and no additional outcome information was received.